Event description:
It was reported that the manufacturer representative (rep) indicated that they were interrogating a device and working with group c. The programmer was repeatedly displaying the recalculating amplitude message for settings in group b and the message was causing the patient limits that were set to be cleared. The caller attempted to ended the session and reinterrogate. The caller indicated that the same message was displayed when the ins was reinterrogated. The caller wanted to submit a complaint that the message was disruptive to the programming session. The issue was not resolved through troubleshooting. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported this was a known issue, and logs wouldn't help. There was no fix for this issue, but rather the rep was providing how inconvenient the continuous prompting was.